Event description:
On jan 16, 2008 hill-rom received a copy of medwatch, indicating that a pt fall occurred resulting in a broken hip. Hill-rom was originally notified of a pt fall by the facility in 2007 but the facility would not release any details of the incident at that time. Also the facility could not provide a model or serial number of the bed. When the pt exited the bed a priority nurse call alarm was not received at the nurse's station. The hill-rom technician found no malfunction on the hill-rom bed and that the bed exit worked as designed. He did find that the wescom nurse call system was not compatible with the hill-rom bed on placing a priority nurse call. The facility has purchased sidecome cables from corbell that will make the nurse call system compatible with the hill-rom beds.